Event description:
It was reported that customer experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset independently before contacting support, and technical support then advised that insulin settings had been reset, assisted customer with restarting sensor and resuming insulin, and confirmed that error did not recur and sensor session was successfully started.